Event description:
It was reported that the attachment malfunctioned. There was no known patient impact at the time of the report. Additional information received stating that there was breakage of the tip of the bearing upon evaluation. During the craniotomy tumor excision procedure, the malfunction occurred. There was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool bur could not be inserted due to breakage of the tip bearing. The likely cause of failure could not be determined. It was also noted that there was deterioration of the color code and laser markings. There were scratches and dents observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.